Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) analysis of the 97755 recharger (rtm) s/n (B)(6) revealed that there was a no device found message and the recharger was scrapped due to failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA (B)(4) action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via manufacturer representative (rep) from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the rep was told by patient that the controller was not holding charge. Patient had to charge the controller 3x to get ins fully charged. Today controller was fully charged at start of ins charging session (ins was depleted) and ins was only at 40% and controller was down to 10% and needed to be charged again. No patient symptoms were reported. No further complications were reported. Additional information received stated that the patient was having trouble charging and seeing rm03 codes. Antenna locate numbers were 0. The recharge telemetry module became warm but not hot. Resetting the controller would then give antenna locate values. Additional information received stated that the patient was having the same issues, and the recharge telemetry module was getting hot. Patient was issued a new recharge telemetry module. No symptoms were reported. There were no reported complications and no further complications were expected.